Event description:
It was reported the right ventricular (rv) lead showed inadequate capture, high impedance and r wave amplitude variation and was replaced to resolve the event. Further information has been requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the high impedance was the pacing impedance.

Manufacturer narrative:
The reported events r-wave amplitude variation, inadequate capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.